Event description:
It was reported that revision surgery was performed. Exposure to metal debris, tissue damage, necrosis, pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumumulations around the hip reported. The patient is reportedly not able to wear his glasses and has a skin rash.